Event description:
Health professional reported that after injection with juvederm ultra plus with lidocaine in the nasolabial folds and marionette lines, that the pt experienced "redness, swelling, a breakout of pimples, and skin pigment change" in the right nasolabial fold less than 1 week after injection. Health professional indicated that the pt was given keflex 500 mg po, cipro 500 mg po, zovirax 800 mg po, and topical skinsceuticals "to prevent further events". Pt was also reported to have a prior history of melasma.

Manufacturer narrative:
(B)(4).